Event description:
It was reported that the avalon fm30 fetal monitor needed the speaker replaced due to damage. It was not confirmed if "damage" was loss of sound. No additional information was provided. The device was not in use on a patient at the time of the event. There was no adverse event reported.

Manufacturer narrative:
The customer was ordering spare parts due to damage of the device. Attempts were made to clarify the customer's allegation; however, it was only indicated the speaker was damaged. Replacement parts were ordered and shipped to the customer site per the customer request. The manufacturing date for the reported device is prior to 24sept2016 so no UDI required reporting institution phone # (B)(6). Reporter phone # (B)(6).